Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined. A direct correlation between the reported events and the centrimag blood pump could not be conclusively established through this evaluation. The centrimag blood pump will not be returned for evaluation. The centrimag ventricular assist device (vad) instructions for use (IFU) lists possible side effects that may be associated with the centrimag circulatory support system, including infection and end organ dysfunction. These are potential side effects with all mechanical circulatory support systems. The IFU also warns to handle the centrimag vad in an aseptic manner until primed and connected to a closed tubing circuit. Review of the device history record (DHR) for the centrimag blood pump, lot #8793393 (l07765-la7), revealed no deviations from manufacturing or quality assurance specifications. The ous (outside of the united states) centrimag ventricular assist device (vad) instructions for use (IFU) is currently available. This IFU provides the following warnings and cautions: IFU warning #9: possible side effects include, but are not limited to: infection, mechanical failure, hemolysis, end organ dysfunction, neurologic dysfunction, bleeding, and embolic phenomena. These are potential side effects with all mechanical circulatory support systems. IFU warning #10: the centrimag vad must be handled in an aseptic manner until primed and connected to a closed tubing circuit. IFU warning #17: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: reporter address line 1: (B)(6).

Event description:
Related manufacturer report number: 2916596-2024-01048 it was reported that the patient was on intra-aortic balloon pump support before their implant and was then supported with a right ventricular assist device (rvad) after their left ventricular assist device (lvad) was implanted on (B)(6) 2024. On (B)(6) 2024, a rectal swab was sent and was screened positive for vancomycin resistant enterococcus (vre) and for carbopenamase resistant enterobacteriaceae. On (B)(6) 2024 blood cultures were taken and suggested yeast cells for candida auris. The patient's infection further developed and was positive for beta-glucan on (B)(6) 2024. Despite antibiotic treatment, it did not get better. The source of the infection was identified as bacteremia. The patient ultimately passed away from septic shock with multiple system organ dysfunction. The device was not explanted. The patient's outcome was not device related.